Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The part numbers and lot numbers of the devices used in combination with the subject device are unknown. Therefore, compatibility could not be assessed. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. There are no prior complaints for the product/lot combination for the patella component.

Event description:
It is reported that the patient was revised due to a broken patella component.